Event description:
It was reported by service report that the unit makes a humming noise when a control is pressed. This is due to a defective cpu board. No pt involvement or adverse consequences are reported.